Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirms that device is fractured. The fracture does not go all the way through the part therefore the fractured piece is still attached to the main body. It could not be verified if all fractured pieces were returned. The device also exhibits repeated signs of usage. Device history record (DHR) was reviewed and no discrepancies were found. The device was manufactured on april 21, 2014 and has therefore been in the field for approximately six years and six months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear and tear from repeated use over time during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a trial was seen to be cracked in instrument room during routine inspection.